Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure the patient phoned in complaining of chest pain, shortness of breath, body aches, weakness in the shoulders, legs and hips. She has been seen by her physician several times regarding this. No further patient complications were reported.